Manufacturer narrative:
(B)(6). Based on the information available, the cause of the reported problem was a defective speaker. The reported problem was confirmed. Replacement parts were ordered and shipped to the customer site. We will consider that the customer resolved the issue using the replacement parts ordered from philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the speaker malfunction error and there was no audible noise. The device was in use on patient at time of event, there was no adverse event reported.